Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced a red line appeared on the body of the syringe. The following information was provided by the initial reporter, translated from french to english: I am a pharmacist at (B)(6) and I would like to contact you because we have noticed that when preparing our syringes of a lipid/vitamin mixture, a red line appeared on the body of the syringe when the product was withdrawn, whereas it was not present before. The syringes used were 50 ml opaque syringes, reference (B)(4). This line does not seem to mix with the product, and this problem occurred on several syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. During the molding process, polypropylene is mixed with colorant to achieve the proper amber coloring of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including light transmittance testing to verify the correct coloring of the barrel. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.